Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ca2 calcium gen.2 and bun results on nine patient samples. Of the results provided, six were erroneous and reported outside the laboratory. On the evening of (B)(6) 2016, the customer the customer obtained questionable results on 2 samples. They thought the issue was sample-related (short samples). Quality controls were run following the issue and they believed the instrument to be working within specifications. Later that night they attempted to calibrate a new calcium reagent pack, but the calibration failed. They attempted to calibrate the pack again the next morning, but it failed again. During troubleshooting of the issue, the customer performed a sample probe air purge and noticed water was not dispensing properly. The sample probe was replaced, however they were unable to get the new reagent pack calibration to pass. The customer continued using the original calcium reagent pack. On the evening of (B)(6) 2016, they noticed more questionable results, only for calcium. The results were low and repeated as normal. The following calcium results were obtained on the evening of (B)(6) 2016. The initial results were reported outside the laboratory. The customer stated patients were not adversely affected since they noticed the low results and the samples were repeated in a timely manner. Patient 1 had an initial calcium of 6.2 mg/dl with a data flag; the repeat result was 9.9 mg/dl. Patient 2 had an initial calcium of 7.1 mg/dl; the repeat result was 8.8 mg/dl. Patient 3 had an initial calcium of 4.7 mg/dl; the repeat result was 8.4 mg/dl. Patient 4 had an initial calcium of 6.2 mg/dl; the repeat result was 9.9 mg/dl. Patient 5 had an initial calcium of 7.3 mg/dl; the repeat result was 9.4 mg/dl. Patient 6 had an initial calcium of 7.1 mg/dl; the repeat result was 9.8 mg/dl. The customer noted crystals on top of the calcium reagent packs when they were removed from the analyzer. The technical support team determined this is normal and should not pose a problem. The calcium reagent lot number was 14850601 with an expiration date of 07/31/2017. The field service representative ran failing performance tests on the analyzer and determined there was a problem with the sampling system. He adjusted the sample probe height. Repeat precision tests were successful.

Manufacturer narrative:
The investigation determined crystallization on top of the calcium reagent packs is normal and the probe height adjustment performed by the field service representative is an appropriate preventative measure to avoid the issue. The investigation was unable to determine a specific root cause with the information available. Additional information was requested but not provided. The most likely root cause was contamination of the reagent pack.